Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator door was failed. A field service engineer found that the remote manager was not functioning. Re-crimped the latch harness, adjusted the box to properly align with the hasp, and tightened the pyxibus cable. Logged into the hardware test application and successfully tested the remote manager multiple times to confirm functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es refrigerator door failed even after replacing the latch. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es refrigerator door failed even after replacing the latch. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.